Event description:
It was reported to philips that the system was not booting when starting up. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the battery in the host-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment was performed when the incident happened. The procedure was delayed, and the procedure was completed by restarting the system. The philips field service engineer (fse) analyzed the system onsite and confirmed that system does not bootup. Upon some functional test fse found that host pc's cmos battery voltage was low. Fse replaced the battery in the host pc. After replaced the battery in the host pc, the system was returned to use and in good working order. The codes were updated based on the investigation outcome.